Event description:
The following has been reported: biomed reported reload cassette error. No patient harm. Retrieved logs and confirmed that biomed tried multiple cassettes and cleaned pins and cassette sensor. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 3). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Could not reproduce admin set reload error but did confirm pump pneumatic failure during testing. Pump did not display failure or warning when infusing on several different admin sets at 1000ml/hr flow rate. However, pump failed the basic hardware test and indicated a problem with the ipc valve (valve 3) and common valve (valve 4). Replaced valve 3 with a known good valve and the pump passed the basic hardware test. Confirmed that the pump does not display pump problem alarm and can successfully run an infusion after valve replacement. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.